Manufacturer narrative:
Retainer ring: black. The unit p-cap / test reservoir locks in place properly. The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The pump was received with a cracked case (corner of belt clip rails) and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack at battery compartment. Customer stated they went for swimming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.